Event description:
The user facility reported that the housing fractured at the weld and plastic particles fell into the surgical site during a procedure. The plastic particles were removed by the surgeon. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information was received

Manufacturer narrative:
Additional information: b5, c2 / d10, d9, h3 other text : device not available.

Event description:
The user facility reported that the housing fractured at the weld and plastic particles fell into the surgical site during a procedure. The plastic particles were removed by the surgeon. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The case was completed successfully with no clinically significant delay, no adverse consequences and no medical intervention.